Manufacturer narrative:
Corrected data.

Event description:
Healthcare professional reported left side "rupture, capsular contracture baker grade IV", internal pain, corporal inflammation, and left sequelae radiodermitis due to ¿antec¿ [antecedents] of cancer breast + sequelae asymmetry". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side "rupture, capsular contracture baker grade IV", internal pain, corporal inflammation, and left sequelae radiodermitis due to ¿antec¿ [antecedents] of cancer breast + sequelae asymmetry". Device has been explanted and replaced.